Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. When the sheath was inserted into the catheter and flushing was performed, air was noted in the flush line. Thus, the sheath was replaced with another sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was discarded.